Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met.

Event description:
It was reported that the patient experienced intermittent dizzy spells from symptomatic bardycardia when a patient alert was triggered for the right ventricular (rv) lead. The rv lead exhibited noise and short v-v intervals indicating a possible lead fracture. The patient's device was deactivated and the patient was taken to the catheter lab for emergency placement of a temporary wire to prevent symptoms. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.